Event description:
As reported by the exactech knee replacement study, the 58-year-old patient had a left tka on (B)(6) 2015. On (B)(6) 2020, patient presented with other - contralateral tkr wear / polyethylene wear without evidence of osteolysis. Had right tkr in 2013 - this is now producing pain and pulling, x-ray shows excessive medial poly wear. This event is related to (B)(4). The patient underwent arthroscopy, biopsy and debridement of right knee on (B)(6) 2021 and the outcome of this event is considered to be resolved. The case report form indicates that this event is definitely not related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 02-010-01-0240 - logic femoral ps cem left sz 4, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 200-02-38 - three peg patella 38mm, (h3) pending evaluation.

Manufacturer narrative:
Upon further review of the information associated with this patient and their event history, it was identified that this case record had been initiated erroneously. No allegation was made against the patient¿s left knee, rather the information received was in context to the contralateral knee (right side) as having experienced adverse issues that required medical/surgical action. The contralateral side was previously reported to the regulatory authority under (B)(4). No further information was received to indicate that the patient experienced any adverse effects associated with their left total knee replacement. As a result, this case record has been determined to be non-reportable.

Manufacturer narrative:
This case is a duplicate report of 1038671-2023-00563 and 1038671-2024-03343.